Event description:
It was reported that the patients implantable pulse generator (ipg) had reached end of life. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Sc-1432 sn: (B)(6). The returned ipg was analyzed and confirmed to be in the elective replacement indicator (eri) state. Analysis of the data log shows that the ipg reached eri 1 year, 4 months, and 4.7 days after the initial active programming. The average energy use index (eui) recorded was 25.3, which corresponds to an estimated theoretical battery lifespan of 1 year, 2 months, and 26.3 days. This indicates that the battery's lifespan fell within the projected range. Therefore, this investigation is assigned a probable cause of end of life problem identified.

Event description:
It was reported that the patients implantable pulse generator (ipg) had reached end of life. The patient underwent an ipg replacement procedure and was doing well postoperatively.